Event description:
It was reported that the patient presented in clinic due to loss of telemetry on the implantable cardioverter defibrillator (ICD). Upon interrogation, it was found that the ICD exhibited loss of radiofrequency telemetry. A security update was successfully performed to restore the telemetry. Patient condition was stable.